Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was detached/separated from the luer fitting at the adhesive joint. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav oi catheter was selected for use. It was reported that the irrigation tubing of the catheter was broken. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav oi catheter was selected for use. It was reported that the irrigation tubing of the catheter was broken. The catheter was exchanged and the procedure was completed successfully with no patient complications.